Event description:
A cook-zenith aaa repair device was used after performing an aortogram. When proceeding to attempt deployment of the suprarenal fixating stent, the trigger wire was unable to be released. Several maneuvers were attempted to release the trigger wire. After exhausting all options it was noted that the stent was unable to be released from the sheath and stabilizing device and therefore, proceeded with an open abdominal aortic aneurysm repair.